Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erratic digoxin results outside assay precision claims for one patient's sample. The erratic results were not reported out of the laboratory. Repeat testing produced results that better correlated with each other, and one of the results was reported. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient's age, gender and diagnosis were not supplied. No sample collection or centrifugation data was supplied to date. Per the customer provided data, system check was performed on (B)(6) 2011, and all results were within published specifications. The customer supplied qc charts indicates all levels were recovering within +/- 2 sd from the established mean before and after the event. Bec field service engineer (fse) was on site (B)(6) 2011. The fse rebuilt the precision and wash pumps, cleaned the precision and wash valves, and replaced aspirate tubing. The fse performed system check and high sensitivity system check, and all the results were within passing specifications. The customer ran qc, which was reported as acceptable. Although several hardware issues were addressed, no definitive root cause can be determined for this event.